Event description:
It was reported that a (B)(6) was being ventilated on volume control and was not reaching the desired volume. The reporter also stated that pressures were not being reached. There was no report that the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Several attempts have been made to acquire additional information. No additional information was provided. The facility biomedical engineer that reported the event could not confirm that the device malfunctioned. The serial number could not be provided.

Manufacturer narrative:
(B)(4). The serial number for the device was not provided. Therefore, the device manufacture date is unknown.